Event description:
It was reported that the pump touch screen was cracked and [unresponsive and/or unreadable]. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use the pump for insulin therapy.